Event description:
Pt revised to address metalosis.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination since its release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 19, 2017: legal medical records received. After review of the medical records for the MDR reportability, revision notes noted a large amount of synovial fluid. Patient had a ratcheting sensation and cobalt-chromium levels were quite high, but there were no laboratory values provided. On (B)(6) 2008 patient felt some occasional clicking in her hip and some mild pain. Physical examination reports stated the patient reproduce the clicking with extreme adduction and external rotation. Radiographs indicated a good position total hip arthroplasty and there were signs of osseous ingrowth on both acetabular side and femoral head. Patient underwent a closed reduction to treat dislocation on (B)(6) 2012. Stem has been added. This complaint was updated on may 24, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.